Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed temperature cable. Esophageal probe in place and placement has been verified. Arctic sun device reading 31c but same probe in monitor was registering 33.3c. Plugged back into as and registering 33.2 but dropping progressively. Advised to check connections of cable and device and cable and probe. Had them flex cable but no patient temperature (pt) jumps reported. Suggested changing out temperature cable. Swapped out cable and patient temperature (pt) was registering at 32.7c, water temperature (wt) was 30.8c and rising. Water flow rate (wfr) was 1.3 l/m. Radiant warmer on to assist which was indicated in their protocol. Advised to call back with any additional questions, alerts or alarms. Sn (B)(6). The serial number is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. Corrections: d, f, h. Initial reporter name: (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated trying to cool patient and device alerted 50 patient temperature (pt) was erratic. Esophageal probe in place and placement has been verified. Arctic sun device reading 31c but same probe in monitor was registering 33.3c. Plugged back into as and registering 33.2 but dropping progressively. Advised to check connections of cable and device and cable and probe. Had them flex cable but no patient temperature (pt) jumps reported. Suggested changing out temperature cable. Swapped out cable and patient temperature (pt) was registering at 32.7c, water temperature (wt) was 30.8c and rising. Water flow rate (wfr) was 1.3 l/m. Radiant warmer on to assist which was indicated in their protocol. Advised to call back with any additional questions, alerts or alarms. Sn (B)(6).

Event description:
It was reported that the nurse stated trying to cool patient and device alerted 50 patient temperature (pt) was erratic. Esophageal probe in place and placement has been verified. Arctic sun device reading 31c but same probe in monitor was registering 33.3c. Plugged back into as and registering 33.2 but dropping progressively. Advised to check connections of cable and device and cable and probe. Had them flex cable but no patient temperature (pt) jumps reported. Suggested changing out temperature cable. Swapped out cable and patient temperature (pt) was registering at 32.7c, water temperature (wt) was 30.8c and rising. Water flow rate (wfr) was 1.3 l/m. Radiant warmer on to assist which was indicated in their protocol. Advised to call back with any additional questions, alerts or alarms. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.